Event description:
Caller reported that pump battery depleted too fast but did not lead to a pump shutdown. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional patient or event information was available.